Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under the age of 18. (B)(4) for the reported event of wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found the coil assembly and wire basket assembly cut off adjacent to the distal end of the t-fitting. The distal portion of the coil assembly was not returned. The wire basket assembly was returned and the basket was found to be properly formed. The handle cannula had been pulled out from under set screws and the proximal end of the cannula had been pushed forward toward distal end of handle assembly. An examination of the handle cannula found set screw score marks to be properly centered in the dimples indicating the handle cannula had been properly assembled in the handle. Deep drag marks were found from the dimples to the proximal end of the handle cannula as the cannula was forcibly pulled out of the handle assembly. Although it cannot be determined precisely how the handle cannula failed, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct for a cbd stone removal procedure. According to the complainant, during the procedure, the physician used an alliance inflation system in conjunction with the lithotripter basket in an attempt to crush a 0.7 cm or less than 1 cm stone. However, the basket failed to crush the stone and the wire inside the handle cannula of the device broke. A sohendra device was then used to crush the stone and remove it from the basket, but the stone was not removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct for a cbd stone removal procedure. According to the complainant, during the procedure, the physician used an alliance inflation system in conjunction with the lithotripter basket in an attempt to crush a 0.7 cm or less than 1 cm stone. However, the basket failed to crush the stone and the wire inside the handle cannula of the device broke. A sohendra device was then used to crush the stone and remove it from the basket, but the stone was not removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.